Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified and mildly tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an 100% stenosed de novo lesion in the distal left anterior descending (dlad) artery with moderate calcification and mild tortuosity. The 2.75x12mm trek balloon dilatation catheter (bdc) was advanced to the target lesion with resistance due to the anatomy and the balloon was inflated; however the balloon ruptured during the first inflation at 6 atmospheres (atm). Therefore, the bdc was removed from the patient. Another trek balloon was used to continue the procedure. There was adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.